Manufacturer narrative:
The customer returned the strips for investigation. The returned test strips were measured with a retention meter using liquid qc of a high level. Testing results: qc 1: 3.0 inr; qc 2: 2.8 inr; qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable high results from coaguchek xs meter serial number (B)(4). The customer was advised by his physician to have a laboratory test performed if ever receiving a result over 2.9 inr. The laboratory reagent was stago neoplastine. The result from the meter was 4.0 inr and the result from the laboratory test was 2.4 inr. On (B)(6) 2019, the result from the meter was 3.7 inr and the result from the laboratory test was 2.1 inr. There was no allegation of an adverse event. The laboratory results were believed to be correct. The therapeutic range was 2.5-3.5 inr. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no coumadin dose changes, no medication changes, no diet changes, no new illnesses, and no bruising or bleeding. The suspect product was requested to be returned for investigation. Replacement product was sent.